Event description:
Boston scientific received information that the patient with this pacemaker was in the hospital due to a syncopal episode associated with a fall. The device was interrogated and normal function was observed. However, the cause of the syncope has not been determined. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Additional information received from the local area sales representative indicated the cause of the syncope has not been discerned. There was suspicion that the patient's issues with congestive heart failure (chf) may have contributed. The device sensitivity in the atrium was decreased due to some farfield oversensing. Auto capture was also turned off and programmed to a 2:1 safety margin due to the patient going into retry mode, which was causing the device to have and elevated ventricular amplitude.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.